Manufacturer narrative:
There is no information available regarding the specific date of when the dehiscence occurred. However, it was mentioned that the event happened a couple of weeks after the implantation of the device. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx mesh was implanted during a mid-urethral sling procedure performed on an unknown date. According to the complainant, a couple of weeks after the procedure, it was noticed that the incision had dehisced exposing the mesh. The patient was then taken back to the or to repair the incision. It was reported that the patient was fine with no reported complications. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a solyx mesh was implanted during a mid-urethral sling procedure performed on an unknown date. According to the complainant, a couple of weeks after the procedure, it was noticed that the incision had dehisced exposing the mesh. The patient was then taken back to the or to repair the incision. It was reported that the patient was fine with no reported complications. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on september 18, 2018. The dehiscence was discovered during the patient's one week routine follow-up.

Manufacturer narrative:
There is no information available regarding the specific date of when the dehiscence occurred. However, it was mentioned that the event happened a couple of weeks after the implantation of the device. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.